Manufacturer narrative:
There is no evidence of device malfunction. The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The user's guide provides adequate instructions for troubleshooting air alarms. Facility staff is aware of the event and attributed the alarm to the patient's access which has since been revised. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the start of a routine hemodialysis treatment. Air was observed in the arterial line. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 30cc. No medical intervention was required.